Manufacturer narrative:
Product event summary: the patient data files and video files were returned and analyzed. Nothing unexpected was observed during review of the video files. In conclusion, the reported "stroke" was not able to be confirmed through data analysis. There is no indication of a relation of the adverse events to the performance or malfunction of the product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post-operative on the following day after a completed case for ablation of persistent atrial fibrillation, the patient experienced a "small stroke." It was noted that the patient presented a deficit in three fingers of the hand, along with hypoesthesia, which is a sensitivity defect without motor deficit, and that the patient is currently recovering. It was further reported that the procedure involved mapping on the right to tag the bundle of his; an act (activated clotting time) was performed before moving to the left atrium, and it was noted that an act of 320 was maintained. A brain MRI (magnetic resonance imaging) was performed and confirmed two recent ischemic spots. The event did not impact the procedure. No further patient complications have been reported as a result of this event.